Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The night guard has come apart; the softer gel has separated from the harder layer. Otherwise, it fit well. Thanks.